Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient experienced feeling like her breathing was little different, was not gasping but did not have her normal breathing. The cgm reading was going high and low, but no specific cgm reading was reported. The patient called her friend and drove her to an emergency room, where they arrived around 05:00 am. When a fingerstick was taken by a nurse, the cgm was reading 126 mg/dl, and the blood glucose reading was 125 mg/dl. In the emergency room, the patient felt so cold and shaking that multiple blankets were put. The patient was treated with intravenous fluids, was told this was ¿water¿, and did not know what it contained. The patient got blood pressure and covid testing done, lab tests, urine tests, and an x-ray was done, but no results were reported. After the intravenous treatment, the patient also received treatment with via injection. The patient went home on the same day. When the patient arrived home from the hospital a fingerstick was taken, and the cgm reading was low, and the blood glucose reading was 226 mg/dl. Throughout that night the cgm reading continued to be low, around 40 to 70 mg/dl, and when a fingerstick was made the cgm reading was 40 mg/dl, and the blood glucose reading was 266 mg/dl. There was no documentation of medical intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code problem code: e2304 chills/ code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.